Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient faced lost the infusion set serter and could not put the cannula issue event on (B)(6) 2026.the blood glucose level was 400 mg/dl and the patient was treated with insulin pen in the hospital. No further information is available.